Event description:
Follow up information reported that the entire ins system was explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), explanted: (B)(6) 2012, lead model 3778-60, serial # (B)(4), explanted: (B)(6) 2012.

Event description:
New leads were implanted and the lead tips were trialed with patient feedback from the top of t9 to the top of t11. Stimulation partially covered the area of pain; however, the shocking sensation continued despite the location of stimulation. After continued trialing with patient feedback remaining consistent and correlating to the stimulation being both off and on, the physician discussed removing the system and explanting the leads. Additional information has been requested but was not available as of the date of this report. See manufacturer report # 3004209178-2012-00401 regarding shocking which occurred with the patient's previous system.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted (B)(6) 2012, explanted unk; lead model 3778-60, serial# (B)(4), implanted (B)(6) 2012, explanted unk; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4). (B)(4).